Manufacturer narrative:
Initial trend analysis for lot 58064 was conducted, no malfunctions were found. This is the only complaint for lot 58064. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using item number 731365 lot 58064, user has difficulty drawing and injecting medication due to the insulin flowing through the barrel of the syringe.